Event description:
The customer reports the doctor found the needle broken during insertion. The needle was removed and replaced without incident.

Manufacturer narrative:
(B)(4). The customer returned a broken introducer needle cannula, needle hub and other various components for evaluation. Visual examination revealed the needle cannula was broken and separated just below the hub. A cross-section of the broken ends of the cannula revealed they are oval/d shaped indicating that the cannula was bent then dented during insertion. Microscopic examination confirmed the dented cannula at the break and no other damage was observed with the needle hub or cannula. The separated cannula measured 62mm in length from the broken end to the needle bevel tip. Approximately 1mm of the needle cannula is visible protruding from the needle hub. The outside diameter (od) of the cannula was measured and was within specification. The needle hub was attached to the returned arrow raulerson syringe and the fit was secure. A device history record review was performed with no relevant findings. The reported complaint that the introducer needle broke was confirmed through visual examination of the returned sample. The cannula was bent, dented and broken just below the hub. The cannula met specifications for length and wall thickness and a device history record review did not reveal any manufacturing related issues. Based on the time of discovery and the sample evaluation , it was determined that unintentional use error caused or contributed to this complaint. Teleflex will continue to monitor and trend for reports of this issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found the needle broken during insertion. The needle was removed and replaced without incident.